Event description:
During a t10-pelvis fusion, a bolt cutter was being used to cut a rod within the patient. After the bolt cutter was used, the tip of the bolt cutter was found to be broken. The surgeon notified the room, and the wound was searched. The piece was found and the bolt cutter pieces were put together to be complete. A flat plate was ordered to confirm all pieces were found. The broken instrument was passed off the field. The x-ray was taken and found to be negative with no unexpected radiopaque objects in the wound. The x-ray was read by attending radiologist. The room and surgeon were notified. The case went on as planned with no harm to the patient. When calling this company to order replacements we were told they no longer sell this item. Manufacturer response for bolt cutter, (brand not provided) (per site reporter).